Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly shutdown for 10 minutes during a procedure.the nature of the procedure was not dislcosed. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A technical support specialist evaluated device and determined that a operating system power management setting caused the device to enter a hibernation state after a period of inactivity. The technical support specialist disabled the power saving feature to resolve. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly shutdown for 10 minutes during a procedure. The nature of the procedure was not disclosed. There was no reported patient or user harm.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-jul-2020 to 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected shutdown and reboot related to the power management setting. A technical support specialist remotely accessed the device, and reconfigured the power management settings for both primary network interface card and pyxis bus network interface card. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported that a bd pyxis anesthesia es system unexpectedly shutdown yesterday for 10 minutes during a procedure. It then rebooted itself. The nature of the procedure was not disclosed. There was no reported patient or user harm.